Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown. PMA/510(k) number - unknown. Manufacture date ¿ unknown. Event is being reported to FDA on one medwatch as the limited information available indicates that a treatment procedure occurred. Should additional information be received regarding the procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Event description:
It was reported that patient enrolled in a clinical study underwent right total hip arthroplasty on an unknown date. Subsequently, patient experienced deep vein thrombosis and had to undergo treatment on (B)(6) 2014.